Manufacturer narrative:
Correction to b5 - describe event or problem correction to h6 - adverse event problem medical device problem code to a040609 correction to h6 - adverse event problem component code to g04019

Event description:
It was reported the patient's blood glucose levels rose to 334 mg/dl while wearing the pod for between 49 and 71 hours. When removed from the infusion site, the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The patient's blood glucose levels rose to 334 mg/dl while wearing the pod for between 49 and 71 hours.